Event description:
Boston scientific received information that in a three month timeframe, this device, which was included in the shortened replacement window advisory (B)(6) 2009 population product advisory was initially communicated on (B)(6) 2007, exhibited an increase in charge time measurements from 7.4 seconds to 14.1 seconds. Technical services discussed observations and recommended normal follow up. Approximately two and a half years later, the device was explanted due to normal battery depletion. To date, no adverse patient effects were reported as a result of the clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.